Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had been slow and sluggish. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system performed slow and sluggish. A technical support specialist reviewed the med application logs, found there were few instances where the active orders took longer to load and noticed spoof errors in the logs, which were related to biometric identifier during login. Further, the technical support specialist advised the customer to synchronize the station and to work with bd technician to physically upgrade station. Also, the specialist stated that there was no further action needed on the customer support center (csc). The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had been slow and sluggish. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.